Event description:
When elevated, when trying to release, the locking mechanism digs into bolt. Dealer has to shave/file the burrs down. Has done this on multiple leg rests. (B)(4) elevating legrest assembly, camlock, 1-3/8¿ pin sapcing, black,plastic calf pad, hemi, (right); (B)(4) elevating legrest aseembly, camlock, 1-3/8¿ pin sapcing, black,plastic calf pad, hemi, (left).